Manufacturer narrative:
Concomitant medical devices: 5076-52, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted. No further patient complications have been reported as a result of this event.